Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon was using a mallet on an instrument used with a tracker and the outer coating of the attached optical spheres started to come off. The site swapped to other spheres to continue with surgery. This issue caused no surgical delay. There was no reported impact on patient outcome. Additional information was received indicating this issue occurred while the surgeon had the instrument in the anatomy of the patient. The outer covering on the sphere did not fall into the patient. It started to separate while he was using the mallet on the instrument. The bad spheres were removed and replaced with new ones. The patient's age was unknown. The site was working on retrieving that information.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 801075, serial/lot #: (B)(6), ubd: 21-feb-2026, UDI#: (B)(4). H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.